Event description:
It was reported that the left ventricular (lv) lead had a progressive rise in thresholds as well as elevated thresholds. The output was increased and the lead remains in use. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).